Event description:
Defective keypad. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. The reported device was not sent for investigation and the log history was not provided, therefore no review log was done. The reported device was not returned to france for investigation as repairs were carried out locally. The complaint reported a faulty upper case kit. To solve this issue, the top cover was replaced. The defective spare part was not sent back to brézins for investigation. After several attemps to obtain more information about the nature of the issue and the return of the defective spare part, nothing was provided. With no other evidence to confirm the origin of the defect, the root cause of the reported event could not be identified. An internal CAPA was initiated for defective keypad issue on the agilia range. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.